Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with corneal abrasion and epithelium sloughed in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva) however 1 month post op shows visual acuity for both eyes have decreased: right eye from 20/20 to 20/25 and left eye from 20/20 to 20/30. The patient complained of pain and photophobia. Patient reported symptoms are not interfering with daily activities. It was reported that patient symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.00 x -.75 x 79. Left eye pre-op 20/20 -.75 x -.50 x 95. Bcva from (B)(6) 2016: right eye post-op 20/25 -1.50 x .00 x 90. Left eye post-op 20/30 -.25 x -1.00 x 155. Patient was seen on (B)(6) 2016 and was diagnosed with anterior basement membrane dystrophy after treatment with epithelium sloughed.